Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A mitraclip xtw was inserted without issues. However, while in the tricuspid valve, it was observed that one gripper was not functioning as intended. Therefore, the clip was removed and replaced. Two mitraclips were then deployed, reducing tr to trace. There were no adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.